Manufacturer narrative:
A1: patient identifier: requested, not provided due to hospital policy a2: age or date of birth: requested, not provided.due to hospital policy a3a: sex: requested, not provided due to hospital policy a3b: gender: n/a a4: weight: requested, not provided due to hospital policy a5: ethnicity: requested, not provided due to hospital policy a6: race: requested, not provided due to hospital policy d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the angio-seal device was attempted to be deployed; however, it was unsuccessful. As per the report, the physician attempted to deploy a 6 french. When the angio-seal was attempted to be deployed, the blood was not ejecting. There was no harm done to the patient. The femoral sheath was then sutured into place. No blood loss was reported. There was no patient injury or surgical intervention. Additional information was received on 29jan2025: manual compression was used. The doctor confirmed that there was sluggish blood return, not pulsatile. The information "the femoral sheath was then sutured into place" is not related to angio-seal (use). The procedure performed was a percutaneous coronary intervention (pci). A 6 french sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. The angio-seal placement was confirmed via pre-deployment angio run. The patient was stable.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9, update section h3, and to provide the completed investigation results. One (1) 6 french angio seal device was returned product evaluation. The returned sample included the hemostasis sheath, arteriotomy locator, carrier tube, and guidewire. The device was visually inspected and found to have been in used condition with visible signs of blood. The sheath and locator were returned fully mated. No obstructions were identified at the blood inlet or outlet holes, and no other damage or issues were noted. Functional testing was performed to test fluid flow through the assembly by injecting water into distal tip of the assembly. Water was able to be ejected from the assembly properly and no issue was identified with device function. The complaint could not be confirmed for a blood return issue. The exact root cause could not be determined. The likely cause was determined to have been insufficient insertion depth of the assembly into the vessel preventing proper blood flow into the sheath/locator assembly. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).